Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Customer reports concern with increase in flu b positive results. No confirmation stated. Unable to provide number of tests. No additional information provided.